Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited reproducible noise and varying pacing impedance measurements. The patient reports muscle stimulation in the pocket. Inappropriate shock therapy was delivered due to the noise and the patient's intermittent atrial fibrillation.